Event description:
For the last 9 hours respiratory rate has been 29. Noted upon observation of the patient that the actual rate is 12. Note false respiratory waveform on the monitor. Upon further review over last 24 hours (before tonight) note 15 other respiratory rates recorded at 29. Switched out boxes and solved problem.